Event description:
Per the audiologist's report, this patient suddenly stopped hearing. There was no head trauma reported. Using the appropriate diagnostic equipment, it was determined that there were multiple open circuit electrodes on the electrode array. Although explantation/reimplantation surgery has been recommended, the patient refuses surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.